Event description:
It was reported that the subject device had scope communication error code e226 and e228. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure e228 was confirmed and the e226 was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image is noisy. Based on the results of the investigation, a root cause could not be identified. Additionally, it is likely the following led to the malfunction for the reportable findings found in the investigation, the image appears noisy when the device is knocked, due to damage in the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device